Event description:
Unkdrug/diluent: unk. Fill volume: unk. Flow rate: unk, procedure: shoulder surgery. Cathplace: shoulder. Pt alleges degeneration of shoulder cartilage following placement of an accufuser pain pump after surgery on or about (B)(6), 2006. The accufuser pain pump is not an I-flow product.